Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm as well as an abdominal aortic aneurysm. First, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu404020j/14568458) to treat the thoracic aortic aneurysm. Prior to the device implant, a complete debranching procedure was performed to maintain blood flow to the branch vessels of the aortic arch. Tgu404020j was then deployed from the brachiocephalic artery. Intra-procedure imaging did not reveal endoleaks, and the physician started to undergo endovascular repair of the abdominal aortic aneurysm. The patient was successfully implanted with gore® excluder® aaa endoprostheses, and a final angiography did not reveal endoleaks. The patient tolerated the procedure. On (B)(6) 2016, four days post initial implant procedure, the patient suddenly became asystole. Cardiopulmonary resuscitation was performed, but the patient's condition did not get recovered and the patient expired. Postmortem computed tomography (CT) revealed a retrograde type-a aortic dissection. It was reported by the physician that initial device implant was concluded successfully, and the patient condition has been getting better after the initial procedure. It was also reported that an autopsy was not performed. It is unknown where in the aorta the type-a aortic dissection exactly originated from. A partial clamping of the ascending aorta during the complete debranching procedure might have contributed to the type-a aortic dissection, but an exact cause of the retrograde aortic dissection is unknown.